Event description:
A malfunction was reported on the pump, with no notable events occurring prior. No information was provided regarding any adverse impact on the customer's blood glucose level. Technical support assisted the customer in resetting the pump, resolving the issue, and advised them to call back if the malfunction code reappears.